Event description:
Literature was reviewed regarding four cases involving patients under two years old who underwent surgical implantation of a modified medtronic melody transcatheter valve. Case 1: a one-year-old female patient with a history of down syndrome, a complete av septal defect (rastelli type a) and a patent ductus arteriosus. As a palliative measure, a 22-mm melody valve was successfully implanted in the right atrioventricular (av) position, expanded to a diameter of 14 mm by balloon and secured to the valve annulus. Post-procedure echocardiography confirmed adequate valve function with a 3 mmhg gradient. Postoperatively, the patient remained dependent on va-ECMO, with severe right ventricular dysfunction. Although right av valve function was preserved, her condition remained unchanged. Given the lack of improvement, a joint decision was made with the family to withdraw va-ECMO support, and the patient passed away the following day. Case 3: a six-month-old female patient with a history of severe mitral valve stenosis, critical coarctation of the aorta, and hypoplasia of the aorta. The patient underwent the palliative placement of a modified 22-mm melody valve in the mitral position. The valve was expanded to 16 mm by balloon. Immediate transesophageal echocardiography confirmed a mean gradient of 3 mmhg with laminar flow. During follow-up the patient was stable with significant improvement in the signs of heart failure and without stenosis and mitral valve insufficiency. Two years after the procedure, the patient was re-admitted to the intensive care unit with ventilatory failure due to respiratory syncytial virus infection and died from this condition at 2 years and 8 months after the procedure. Case 4: an eight-month-old male patient with a complex cardiac history which included tetralogy of fallot with mild pulmonary stenosis, a mitral supravalvular membrane, moderate mitral regurgitation, a subaortic membrane, and aortic root dilation. As a palliative measure, a 22-mm melody valve was successfully implanted in the mitral position and dilated by balloon. Postoperative evaluation revealed stenosis between the newly implanted melody valve and the anterior leaflet of the native valve, resulting in a mean gradient of 10 mmhg and a superior paravalvular leak. Subsequently, the patient underwent a reoperation with anterior leaflet resection and repositioning. Intraoperative evaluation confirmed valve competence, and subsequent echocardiography showed adequate valve function without residual stenosis or regurgitation and a mean gradient of 5 mmhg. The patient was discharged one month after the reoperation in stable condition. Follow-up echocardiography consistently showed a normal functioning valve with a mean gradient of 4.5 mmhg without signs of pulmonary hypertension. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: aranzazu-ceballos et al. Modified melody valve surgical implantation in atrioventricular position in four children under two years of age. Pediatr cardiol. 2025 jul 30. Doi: 10.1007/s00246-025-03972-9. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.